Event description:
During a gastrectomy procedure, one side of staple line had malformed staples. There was no pt consequence.

Manufacturer narrative:
Date sent: 11/15/2005. Additional information: d4, 20; g4; h2, 3, 4, 6. Evaluaition summary: the instrument was received in good visual condition and with a cartridge loaded in the instrument. The cartridge was returned void of staples. Sixteen b-form staples were noted in the cartridge channel and surface; the anvil was slightly misaligned with respect to the channel. The instrument was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manfacturing process.

Manufacturer narrative:
Date sent: 11/15/2005. Additional information: d4, 10; g4; h2,3,4,6. Evaluation summary: the instrument was received in good visual condition and with a cartridge loaded in the instrument. The cartridge was returned void of staples. Sixteen b-form staples were noted in the cartridge channel and surface; the anvil was slightly misaligned wit respect of the channel. The instrument was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The instrument fired without difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.